Event description:
Patient reported the infusion device shuts down automatically without any alarm or error message. Patient stated she experienced elevated blood glucose level of 400 mg/dl. Patient reported having to change the batteries often in the night and the infusion device displays an e2 (battery depleted) error message often. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The pump did not start up /switched off due to a temporary short circuit on the supercap. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. History list: w2 (battery low) and e2 (battery empty) were found in history. The pump correctly triggered the w2 warning (1060mv) before e2 error (980mv).

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.